Manufacturer narrative:
As there has been no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available or should this device be returned and analysis performed, this event will be updated.

Manufacturer narrative:
Upon receipt of additional information, this event will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized after experiencing asystole and collapsing. This is the information known at this time.

Event description:
According to additional information, it was thought a replacement procedure was performed. As of this date, there has been no return of product and no further details could be obtained despite several attempts for resolution details.